Event description:
During initial assessment of a returned homechoice pro machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2012, at 08:44:06 with a drain volume of 4207ml during cycle 4. The maximum programmed fill volume is 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.